Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Isi reviewed the customer's provided image and obtained additional information: the grip tang appears to be dislodged.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument would suddenly no longer work. The site could not straighten it out and had to perform a controlled visual removal of the instrument and trocar. The customer stated that it seemed as if the jaw of the instrument had loosened/jumped off. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed. The instrument underwent external and internal visual inspection, and no issues detected. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument passed all functional testing.

Event description:
Refer to h11 for follow-up information.